Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient had ventricular hv lead impedance measurements trending upward. There was also low lead impedance recorded. The lead was dislodged and the helix was stretched. The x-ray showed svc pulled up close to can.